Event description:
On (B)(6) 2013, husband reported the patient has experienced hyperglycemia due to kinked infusion cannulas and leaking near the infusion sites. The patient now uses an insertion device, and this has helped correct the issue. Her blood glucose elevated above 500 mg/dl, and her normal range is 118-120 mg/dl. She changed the infusion set and delivered insulin via the infusion device as treatment. Her blood glucose was 380 mg/dl on the day of the report due a large air bubble in the cartridge. The air bubble was primed out, and insulin was delivered via the infusion device as treatment. The cartridge and infusion set were requested for evaluation. The patient was sent infusion sets and a battery key as a courtesy. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. The headset meets product specifications. Two returned used headsets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.